Event description:
It was determined the patient did not require intervention at this time. Additional details are not available at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to updated event details and engineering evaluation findings. Sections b2, b5, g6, h2, h6 (component code, health effect - impact code, type of investigation, investigation findings, investigation conclusions), and conclusions in this section have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Due to unavailability of a device serial number, it could not be confirmed whether a manufacturing non-conformance contributed to the events. The complaint for increased gradient was confirmed based on medical records received for the patient. However, the complaint for leaflet motion restriction could not be confirmed due to unavailability of related imagery or confirmation in the medical records. Restricted leaflet motion develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Restricted leaflet motion may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Due to limited information, a definitive root cause of the restricted leaflet motion was unable to be determined at this time. Elevated gradients may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In this case, the restricted leaflets can reduce the valve eoa (effective orifice area), and also obstruct the blood flow through valve, leading to increase gradients. As such, available information suggests that the restricted leaflet motion may have contributed to the increased gradients. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, approximately 3 years and 11 months after a tavr procedure with a 23 mm sapien 3 valve, the patient presented with edema and was recently hospitalized due to abdominal pain. The patient is being worked up for a valve-in-valve procedure due to failure of the valve. The valve had a mean gradient of 40 mmhg and peak gradient of 61.5 mmhg. It was noted there was a leaflet mobility issue.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received. Sections b5, g6 and h2 were updated. Section b2 and h6 code: health effect - impact code were corrected.

Event description:
Per additional information received, approximately 4 years and 9 months after the implant of the 23 mm sapien 3 valve, a valve in valve procedure was performed with a 23 mm sapien 3 ultra resilia valve with no complication. The patient was in stable condition following the procedure.